Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the leg, which is off-label usage, on (B)(6) 2019. Date of issue is an approximation. The patient¿s mother stated upon removal of the sensor, the wire was, and she thought the write had been retained in the patient¿s left thigh. The patient was seen by her pediatrician on (B)(6) 2019; the pediatrician called dexcom technical support during the appointment asking how to check for the sensor wire. The call was transferred to medical safety who spoke with the physician and informed her the sensor is just over an inch long, made of silver and platinum, and can be seen on x-ray. The physician indicated that the information provided answered her questions. No product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.